Manufacturer narrative:
(B)(4). Visual examination of the returned device finds deterioration indicating the assembly was not in axis. The device met its taper dimensional specifications to (B)(4). The screw thread was found to be damaged. No other reports were found against the provided product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information made available. The root cause is attributed to unintentional use error. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
The surgeon could not get the threads / screw to fit with the metaglen part. Surgeon chose another glenosphere size 42.